Event description:
It was reported that during a sigma resection procedure, the anastomosis was incomplete on the second day; test during op was ok. The surgeon converted to open. No further information is available. There were no adverse consequences for the patient. Additional information received on 4/15/2010: patient had to be reoperated 1-2 days after surgery due to a anastomotic leak. The bleeding was overstitched by hand. No information regarding blood transfusion. The health status of the patient is well. The surgery was done by experienced surgeon. The surgeons stated that the device functioned normal during surgery, no complications with the instrument, staple line was complete. Leakage test during surgery was ok. No further informations are available. Requested the following information on 4/20/2010: the initial event information states that, ¿the case was converted to an open. ¿ (B) (6). Received the following response on 4/21/2010: regarding converted to open: this was done two days later.

Event description:
Received the following information on 5/26/2010: surgery was without any complication. The surgeon stated that the device fired normally; anastomosis was o.k.; test (blue and air testing) confirmed that the anastomosis was tight; the donut was perfect. The anastomosis was without tension. During re-operation 1 or 2 days after surgery, no staples were found in situs. The leakage was overstitched with sutures. Patient is fine. The surgeon is not blaming instrument; he does not know why the anastomosis leakage occurred. He is aware that there is a percentage of leakage after this kind of surgery where the cause for leakage is unknown and that this is described in literature. Case was laparoscopic.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned. (B) (6). Information received on 5/27/2010: asked, ¿what does ¿in situs¿ mean?¿ response, "they have found no staples in the abdomen during the re ¿operation." The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.